Event description:
Significant contact dermatitis despite using a skin barrier prep. Had this happen with the last three sensors. Notified abbott who would not disclose the adhesive material or follow up. FDA safety report ID# (B)(4).